Event description:
This report summarizes one malfunction. The information reviewed indicated that model cq7564j pta balloon dilatation catheter allegedly ruptured. This report was received from one source. This device was used in a male patient; age and weight were not provided. There was no reported patient injury.

Manufacturer narrative:
H10: of the reported malfunction, it was reassessed for reportability and determined to be no longer reportable. H10: the lot number was provided for the reported malfunction; therefore a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model cq7564j pta balloon dilatation catheter allegedly ruptured. This report was received from one source. This device was used in a male patient; age and weight were not provided. There was no reported patient injury.